Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. However, the insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and unexpected restart test. No unexpected restart error alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating button error and unexpected restart on the insulin pump. The customer's blood glucose was 148 mg/dl. The customer stated that the act button was not working. The customer mentioned that it was the first time he had unexpected restart alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The insulin pump will be returned for analysis.